Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision wherein the ipg was replaced and a new pocket was made. No device malfunction was suspected.